Manufacturer narrative:
H3) the positioning sensor unit (psu) was returned for analysis. The returned psu has scratches on the housing. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .453mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, UDI#: h3, h6: multiple fdd/annex a codes were reported. A0907 was coded for system was not registering. A23 was coded for system was down. A05 was coded for "bump status" and "internal temperature" were highlighted and erroneous bump detection. A1102 was coded for "localizer faulted" error. The system was serviced in the field by a medtronic representative. The camera was replaced. The system was performing as intended. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was down and needed to be serviced. The system was not registering. During troubleshooting,the system had a "localizer faulted" error, for optical cases. The rep accessed the network device interface (ndi) toolbox. Both "bump status" and "internal temperature" were highlighted. There was an erroneous bump detection. There was no patient involvement.